Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the universal handswitch was operating when in safe mode. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the universal handswitch was operating when in safe mode. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.